Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Device evaluation summary: the service provider swapped the two inlet water traps one water trap was returned for failure analysis. The reported symptom was verified. The water trap was connected to the air line of a test e360 ventilator. The water trap was connected to an air source. A leak in the water trap assembly was confirmed. Upon further inspection of the water trap assembly, a metal bushing between the bowl and the valve body was in the incorrect orientation, causing the collar not to fully thread. The nut securing the drain to the bottom of the bowl was also askew, causing a gap. Additionally there was an extra o-ring (2 o-rings instead of 1) between the drain and the bottom of the inside of the water trap bowl. According to the part's service and installation instructions there should only be one o-ring between the drain and the inside of the water trap bowl. The bowl guard was placed in the correct orientation, the nut securing the drain was properly fastened, and the extra o-ring was removed. The reported symptom was caused by an improper assembly of the water trap. The root cause of the improper ass embly is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when providing oxygen to the e360 ventilator, the unit leaked air at inlet water trap inside inlet oxygen. There was no patient involvement.